Event description:
A pt reported experiencing irritation, left eye, associated with wear of an o2optix toric contact lens. She stated her physician diagnosed "some" corneal ulcers and inflammation. Eptigel, zymar and paracetamol were prescribed for treatment of event. She noted that the irritation only occurs during wear of the lens. F/u info received from the pt on (B)(6) 2010, indicated that the physician confirmed resolution of event after 7 days use of medications. Advised no lens wear for 15 days. Request was made for physician info, however, no further details have been provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. Internal control number: (B)(4).